Manufacturer narrative:
The se replaced the flow sensor assembly to resolve the low leak alarm/patient circuit occluded alarm.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a low leak alarm/patient circuit occluded alarm. The device was not in clinical use when the issue occurred. No patient or user harm reported. A service engineer (se) evaluated the device, and reported that during the test run, low leak alarm or patient circuit occluded alarm occurred despite correct connection of the breathing circuit. It was reported that the functional test results had a measured value reading at 239.2 slpm (standard liters per minute) when the settings were at 10, 35, and 140 slpm. The se reported that the flow sensor assembly needed to be replaced, and a quote was provided to the customer. The investigation is ongoing.